Event description:
It was reported that a revision surgery was performed due to broken implant.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation noted that based on the summary provided, the reported non-union after approximately 15 months post orif was most likely the contributing factor to the reported plate fracture and subsequent revision procedure. It is unknown if the primary plate was used in conjunction with other osteosynthesis materials/components. The patient impact beyond probable pain, the reported fractured plate in the presence of non-union and the revision procedure cannot be determined. No further medical assessment can be rendered at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Manufacturer narrative:
After further communication, the device and lot number provided given initially were incorrect.

Manufacturer narrative:
The associated 4.5mm prox femur locking plate and locking screws were returned and evaluated. A lab analysis conducted during this investigation indicated that due to the size of the plate, the fracture surface was unable to be evaluated using the sem. From the analyses conducted during this investigation, the exact cause of the reported failure was not able to be determined. Edxa spectrum collected from the fracture surface of the proximal femur locking plate showing the peaks which would be expected with 316l stainless steel. The presence of carbon is likely due to biological debris on the surface. No material deviations in the locking plate were found. A review of the complaint history for the listed plate revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records of the plate for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that based on the summary provided, the reported non-union after approximately 15 months post orif was most likely the contributing factor to the reported plate fracture and subsequent revision procedure. It is unknown if the primary plate was used in conjunction with other osteosynthesis materials/components. The patient impact beyond probable pain, the reported fractured plate in the presence of non-union and the revision procedure cannot be determined. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.